Event description:
Customer reported the pump module shut off during a continuous infusion of heparin at 1150 units/hr. It was reported that the pump module did not alarm; it only displayed a yellow light. The user reported the infusion was off for approximately 30 minutes. There was no patient harm or medical intervention. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.